Event description:
It was reported that upon opening the kit in anesthesia, the swg was found severely bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).